Event description:
An impella cp was initially inserted for hemodynamic support and later escalated to an impella 5.5 via a right subclavian surgical approach in a 77-year-old male patient admitted with acute decompensated chronic cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were not reported. During ongoing impella 5.5 support, the device was functioning at performance level p-5 with flows of approximately 3.5 l/min, consistent with intended device operation. While on support, the patient was reported to have right upper extremity swelling. An ultrasound evaluation was performed and was negative for acute findings. No further information was available at the time of reporting regarding the etiology, progression, or resolution of the swelling. Systemic anticoagulation was paused due to increased bleeding. Prior to holding anticoagulation, the patient had been receiving heparin at 12 units/kg/hour. No additional details were available at the time of reporting regarding the bleeding source, access site findings, or any further associated interventions. The patient remains on impella 5.5 support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected: h3. Major bleed/medical device site reaction/pdi: the cause of the injury was not determined due to insufficient clinical details, no product defect found during evaluation.